Manufacturer narrative:
The pump user guide states: "change your cartridge every 48¿72 hours as recommended by your healthcare provider. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom of the cartridge was breaking. Reportedly, the cartridge had been in use for more than 3 days. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer loaded a new cartridge to address the issue.